Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon ruptured. An athletis percutaneous transluminal angioplasty (pta) balloon dilatation catheter was chosen for a routine fistulae procedure. During the procedure, the balloon ruptured upon its first inflation. The balloon was removed and the procedure was completed with a new athletis balloon. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the athletis device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that the balloon ruptured. An athletis percutaneous transluminal angioplasty (pta) balloon dilatation catheter was chosen for a routine fistulae procedure. During the procedure, the balloon ruptured upon its first inflation. The balloon was removed and the procedure was completed with a new athletis balloon. There were no patient complications and the patient fully recovered.